Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose (bg) level was 287 mg/dl. Tandem technical support instructed the customer to prime the air bubbles to address the issue. Additionally, it was reported that the customer went to the emergency room (ER) due to experiencing an elevated bg of 446 mg/dl, chest pains and vomiting; cause of bg was not known. Customer was treated with intravenous therapy, insulin and had a cardiogram performed. Customer was released from the ER six hours later with a bg of 187 mg/dl and in a stable condition.